Event description:
This is a case, which was reported to baxter (B)(4) on 6 nov., 2009. (B)(4) the complaint was received from technical service and refers to colleague single channel infusion pump on serial number (B)(4). The reporter states that the pump had error codes 810:11 and 810:04. The hospital biomed was unsuccessfully calibrating the air in line and replaced the pump head module, after this the channel open button did not work. The occurrence date is (B)(6) 2009. No patient injury has been reported. Sample is sent to (B)(4) by technical service in (B)(4).

Event description:
The facility reported to (B) (4) customer service a syndeo syringe pump that is overinfusing the dosage. This event occurred during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B) (4) the device has not yet been received in baxter for evaluation. A follow-up report will be submitted should the device be received and evaluated.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.